Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that (B)(6) 2002: patient presented with 1) symptomatic right ovarian cyst. Procedure: diagnostic laparoscopy, laparotomy and right salpin go-oophorectomy and lysis of adhesions. (B)(6) 2004: patient presented with the history of low back pain. Impression: long history of chronic axial back pain radiating into the buttock and upper thighs consistent with discogenic pain. (B)(6) 2004: patient presented with pre-op diagnosis: bilateral l5-s1 lumbar herniated nucleus pulposus with mechanical low back pain and lumbar radiculopathy. Operation: 1) bilateral l5-s1 hemilaminectomy with bilateral l5-s1 discectomy and posterior lumbar interbody fusion using peek cages and bmp. 2) insertion of percutaneous pedicle screws and rods for posterolateral fixation. 3) insertion of lumbar epidural catheter. Op notes: the bmp was used to fill cages. Each cage was then placed in its position using the mallet caring for the bmp not to touch the dura or the nerve roots. The peek cages were placed in position. Intraoperative x-rays were obtained both ap and lateral and the insertion was well verified indicating good positioning of the two cages, the four screws and the two rods. (B)(6) 2005: patient presented with chronic low back pain, lumbar fusion of l5-s1, facet hypertrophy. Procedure: fluoroscopic guidance and interpretation of the procedure.